Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported right side "capsular contracture baker grade unknown" and "pain."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.